Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 was found to have a hair in the device upon opening package. The device did not touch the patient. A new device was opened to complete the procedure without issue. There was a delay to retrieve a second device.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections. The device was returned to the factory for evaluation on 07/17/2024. An investigation was conducted on 07/25/2024. A visual inspection was conducted. The device was returned in its opened plastic protective carrier, with the outer product packaging material not returned. A black hair was observed in the plastic protective carrier. No visual defects were observed on either of the devices. Based on the returned condition of the device as well as the evaluation results, the reported failure "contamination/decontamination problem" was not confirmed as the product plastic carrier had been opened as evidence by the accessory tray being removed from the plastic carrier. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000400574 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a